Event description:
It was reported that (1) device was used during a colectomy. It was reported by the affiliate that the et45b jaw (anvil) locked during the procedure. Another device was used to complete the case. There was no consequence to the pt.